Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 25-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced intermenstrual bleeding (seriousness criterion intervention required), tinnitus ("tinnitus"), arthralgia ("joint pain"), fatigue ("latent fatigue"), sleep disorder ("sleep disorders") and eye disorder ("ocular problems"). On (B)(6) 2022 she was found to have hair metal test abnormal ("toxicological analysis in hair abnormal to antimony, tin, mercury and zirconium"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, tinnitus, arthralgia, fatigue, sleep disorder, eye disorder or hair metal test abnormal. The reporter commented: essure removal date discrepancy (B)(6) 2022 or (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. [Hair metal test] on (B)(6) 2022: toxicological analysisin the hair - risk exposure level: antimony 0.3608 pg/g (chronic toxicity thresholds 0.01 - 0.10 pg/g). Level of exposure to be monitored:tin: 0.0553 pg/g (chronic toxicity thresholds 0.0070 - 1.4000 pg/g), mercury: 0.0875 pg/g (chronic toxicity thresholds 0.0530 - 1.7000 pg/g), zirconium: 0.0445 pg/g (chronic toxicity thresholds 0.0400 - 0.7000 pg/g). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced intermenstrual bleeding (seriousness criterion intervention required), tinnitus ("tinnitus"), arthralgia ("joint pain"), fatigue ("latent fatigue"), sleep disorder ("sleep disorders") and eye disorder ("ocular problems"). On (B)(6) 2022 she was found to have hair metal test abnormal ("toxicological analysis in hair abnormal to antimony, tin, mercury and zirconium"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, tinnitus, arthralgia, fatigue, sleep disorder, eye disorder or hair metal test abnormal. The reporter commented: essure removal date discrepancy (B)(6) 2022 or (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 45 kg. [Hair metal test] on (B)(6) 2022: toxicological analysisin the hair - risk exposure level: antimony 0.3608 pg/g (chronic toxicity thresholds 0.01 - 0.10 pg/g). Level of exposure to be monitored:tin: 0.0553 pg/g (chronic toxicity thresholds 0.0070 - 1.4000 pg/g), mercury: 0.0875 pg/g (chronic toxicity thresholds 0.0530 - 1.7000 pg/g), zirconium: 0.0445 pg/g (chronic toxicity thresholds 0.0400 - 0.7000 pg/g). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.